Manufacturer narrative:
Pump received with blank display anomaly and constant watchdog alarm due to moisture damage on all electronic assemblies. There was moisture damage on motor assembly noted. Pump received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has a blank screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 185 mg/dl at the time of incident. Troubleshooting was done for blank screen and new batteries were installed but the screen display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.